Event description:
In attempting to remove the drain from patient, a greater than normal effort was required to remove the drain. The drain tore, separating about one inch from the junction of the flat to the tube on the flat side. In a physicians attempt to assist, it tore completely and he was unable to remove the drain. The pt was returned to surgery for removal of the drain. No other adverse effects to pt.